Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles in the surface of the shell and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. No dimension measure test is done because the other part of the shell is missing, and the other part has the orientation point. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side pain, discomfort and rupture. The device was explanted.

Event description:
Healthcare professional additionally reported "hypoplasia¿, ¿atrophy¿, ¿ptosis¿, ¿breast asymmetry¿, and ¿current condition causes significant psychological depression." Healthcare professional also reported ¿circumscribed, apparently benign, 8 mm fibroadenoma in the left breast at 6 o¿clock above the inframmary fold¿, not related to the device.